Manufacturer narrative:
The investigation into the stroke/cva issue has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. As per clinical, patient had a large ventricular shift and multiple strokes in the brain. Data logs were returned, and no motor current spike was found relative to ischemic stroke. The cause of the ischemic stroke issue was most likely patient condition related. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿.

Event description:
The user facility reported a 50-year-old male with multi vessel disease was implanted with an impella cp device for mechanical circulatory support. The patient had strokes while on impella support. The impella pump was explanted two days after implant and the patient expired. The patient expired after 53.93 hours of support. The field representative was not able to determine whether the strokes were due to hemorrhagic or embolic/ischemic conditions.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-02469 was provided in sections b2, b5, d6a, d6b, h1, and h6.